Event description:
It was reported that during a tlif spinal surgery at 3-4-5 levels the instrument's distal jaw was broken. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.